Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on the fifth day after the port was accessed, the device started leaking. It was noted there was a crack in the distal end of the tubing where it attaches to the luerlock connector. Port was re-accessed using a new device. No patient injury was reported.